Manufacturer narrative:
As reported, the sealant of the 6f/7f mynxgrip vascular closure device (vcd) was exposed prior to use. Therefore, it was replaced with another same size mynx grip vcd however, it did not deliver the sealant. There was no reported patient injury. The devices were stored as per labeling and opened in a sterile field. The mynx vcd was used in an interventional procedure (peripheral angiogram). The procedure used a retrograde approach. The deployer¿s mynx training status was trained and certified. The procedure used a 6f avanti catheter sheath introducer (csi). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynx vcd was used in an arterial vessel type. The vessel diameter was verified to be greater than 5 mm in diameter. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The first device was removed correctly from the packaging. There was no damage noted to the packaging of the device. For the second device, the user did shuttle down the device completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged or visible. The user used manual pressure for a duration of 25 minutes to achieve hemostasis. The patient's hospitalization was extended for an extra 3 hours due to manual pressure. The patient¿s outcome or status after the mynx event was recovered. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, the procedural sheath was on the catheter, fully retracted, and the sealant and advancer tube were observed to have been separated from the device as received. The device was returned in the condition of a complete removal of the device. However, it is unknown if the device was manipulated post the procedure. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, the shuttle down procedure was simulated on the returned device by reinserting the advancer tube into the returned device, and the advancer tube was found properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, no damages or anomalies were observed. The reported ¿sealant failure to deploy¿ was confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Handling factors, such as removing the balloon's protective covering incorrectly, and procedural factors, such as not holding the tamp tube in place, may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, instructs users to remove the balloon catheter from the tray by holding the green/grey shuttle and pulling the device out from the protective tubing. If the device was grabbed by the catheter handle instead of the green/grey shuttle when being removed from the packaging, the shuttle could be detached from the black handle, resulting in the sealant being exposed prematurely. The IFU also instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review nor the product analysis suggests that the events experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the sealant of the 6f-7f mynx grip vascular closure device (vcd) was exposed prior to use. Therefore, it was replaced with another same size mynx grip vcd however, it did not deliver the sealant. The user used manual pressure with a duration of 25 minutes to achieved hemostasis. There was no reported patient injury. The devices were stored as per labeling and opened in a sterile field. The mynx vcd used in an interventional procedure (peripheral angiogram). The procedure did use a retrograde approach. The deployer¿s mynx training status was trained and certified. The procedure used a 6f avanti catheter sheath introducer (csi). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynx vcd was used in an arterial vessel type. The vessel diameter was verified to be greater than 5 mm in diameter. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The first device was removed correctly from the packaging. There was no damage noted to the packaging of the device. For the second device, the user did shuttle down the device completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged or visible. The patient's hospitalization was extended for an extra 3 hours due to manual pressure. The patient¿s outcome or status after the mynx event was recovered. The devices will be returned for evaluation. Additional procedural details were requested but are unknown.